Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was kinked prior to patient use.

Event description:
The customer reports the swg (spring wire guide) was kinked prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned an opened arterial catheter kit for evaluation. The guide wire/tubing was included; however, the catheter and the needle were not returned. Visual examination of the returned sample revealed that the guide wire handle was pulled completely back with the guide wire still in the tubing. Microscopic examination of the guide wire revealed one kink and a slight bend near the distal tip. The nature of these defects are consistent with damage due to forcefully attempting to deploy the guide wire even though the distal end is not lined-up with the proximal end of the cannula. No biological material was observed on the returned assembly. No other defects or anomalies were observed. The guide wire length and outer diameter were measured and were found to be within specification. The kink in the guide wire measured 2mm from the distal tip. The bend measured 13mm from the distal tip. A lab inventory needle from an arterial kit was attached the guide wire/tubing subassembly that is involved with this complaint. Despite having a slight bend and a kink in the extrusion, the guide wire was able to pass completely through the needle with little to no resistance. A manual tug test revealed that the distal weld was intact and secure to the assembly. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit warns the user, "if resistance is encountered while advancing spring-wire guide do not force feed." Additionally, the IFU informs that "if resistance is encountered during spring-wire guide advancement withdraw entire unit and attempt new puncture." The report of an "arterial-swg kinked in package" was confirmed through complaint investigation of the returned sample. Visual examination of the guide wire confirmed one kink and a slight bend near the distal weld. These defects appeared consistent with damage due to forcing the guide through the proximal end of the cannula. The guide wire met all relevant dimensional and functional tests, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the customer description and the sample received, the root cause cannot be determined as the customer did not return the needle for analysis.